Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot. Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with normal operating currents. Insulin pump passed the self test. Insulin pump passed the unexpected restart error test. Insulin pump passed off no power test. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the battery cap was unable to be removed. Customer's blood glucose was 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.